Event description:
It was reported by the customer that pyxis medstation es system patient was not crossing to one station. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that primary identification number being shared among multiple patients. A technical support specialist informed the customer that it would be necessary to create new profiles for each patient, ensuring that each one has a unique primary identification number. The system functioned as intended after the technical support specialist troubleshooted the device.